Manufacturer narrative:
Approximate age of device ¿ 9 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿¿¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)(60 2010. It was reported that the pump was replaced due to a pump thrombosis on (B)(6) 2019. Additional information was requested but was not provided based on local privacy laws.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, did not confirm the report of pump thrombosis. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with the device could not be conclusively established. The pump was returned partially disassembled. The locking key/disk that aligns and secures the inlet and outlet housing appeared to have been removed, and the pump housings were partially unscrewed. The driveline was severed approximately 2.5¿ from the pump housing, and the remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional or flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.